Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head broke. Broke up on top - oral-b [device breakage]. Case narrative: consumer via chat stated that the oral-b crossaction toothbrush head refill broke up on top. No injury was reported.